Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure on (B)(4), 2011. According to the complainant, the patient presented with a malignant esophageal stricture at about 35 mm below the incisors. The endoscope and guidewire were successfully placed, and the stent device was advanced and adjusted into position. During deployment, the physician did not feel that anything was wrong, but after the stent was halfway deployed, the deployment suture detached from the stent system. The physician thought that the full length of stent has been deployed, but after he checked with fluoroscopic vision, he discovered that deployment was not finished. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.